Manufacturer narrative:
(B)(4). The complaint opt318 optiflow nasal cannula is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation to determine if f&p product caused or contributed to the reported event. We will provide a follow up report upon completion of the investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that the tubing of an opt318 optiflow nasal cannula became detached from the cannula end after 30 minutes of use. There was no patient consequence.

Event description:
A healthcare facility in finland reported via a fisher & paykel healthcare field representative that the tubing of an opt318 optiflow nasal cannula became detached from the cannula end after 30 minutes of use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint opt318 optiflow nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand and was visually inspected. Results: visual inspection revealed that the tubing was torn and stretched next to the swivel grip connector. Conclusion: the damage is most likely caused by the pulling force at the tube by the care person. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times.